Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal device replacement procedure this right atrial (ra) lead was explanted and replaced due to oversensing and insulation damage. A boston scientific representative was not present during the case and there is no further information available. Besides intervention, no adverse patient effects were reported.